Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "early or late postoperative infection and allergic reaction." Number 15 states, "interoperative or postoperative bone fracture and/or postoperative pain." This report is number 4 of 7 mdrs filed for the same event (reference 1825034-2013-03144 / 03150).

Event description:
It was reported that patient underwent a total right knee arthroplasty on (B)(6) 2011. Subsequently, a revision procedure was performed on (B)(6) 2012 due to pain, inflammation and recurrent infection. The surgeon performed a radical debridement and removed and replaced all components.

Manufacturer narrative:
This follow-up report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported patient underwent a right total knee arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2011 due to infection. All components were removed and replaced with cement spacer molds. Patient was reimplanted on (B)(6) 2011. Patient underwent a radical debridement and revision procedure on (B)(6) 2012 due to recurring infection, pain and inflammation. All components were removed and replaced.